Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg header balseal spring at channel 8 was dislodged from its location and the lead to the header was broken. Found broken-off terminal end of a lead segment inside header. Ipg passed all testing; no lead returned to test the system as a whole. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system including an ipg on (B)(6) 2005. It was reported that the pt had poor stimulation coverage and limited use. It was decided to replace the lead and ipg. The ipg was explanted on (B)(6) 2008. The explanted ipg was returned to ans for eval. Follow-up on the pt found no further issues reported.